Event description:
It was reported the patient experienced ineffective stimulation. The investigation was unable to determine which lead resulted in ineffective stimulation, as such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00006841. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00006841. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6); batch: t00006841.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.